Event description:
Reportedly, on (B)(6) 2012, the patient went to the hospital due to the reception of an inappropriate shock. It was indicated that the physician reviewed the memory of the associated ICD (paradym crt, sn: (B)(4)), which reviewed noise detection and pacing inhibition starting in june 2012. The subject lead had good electrical values, but detection and impedance showed a decrease in the last few weeks. The patient is pacemaker dependent. On (B)(6) 2012, the subject lead was explanted and replaced. The svc defibrillation coils were reportedly damaged upon removal.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.